Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the initial inspection of the rental cs300 intra-aortic balloon pump (iabp), it was noted that it needed a rear panel repair. Rear panel was damaged. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) suspect device originally distributed as a sys98xt, upgraded to cs300 using conversion kit. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
N/a.

Manufacturer narrative:
Suspect device originally distributed as system 98, upgraded to cs300 using conversion kit. A getinge field service engineer (fse) checked machine and replaced rear panel cover, doppler assembly. Some others parts were also replaced as part of preventive maintenance (pm). Pm completed per manufacturer's specifications. Ran all the tests in accordance to the manufacturer's specifications. All tests are within range updates. Unit cleared for clinical use. The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0154-01-0001 doppler serial number (B)(6) part number 0380-00-0198 rear panel serial number n/a these parts were received with the reported complaint of the parts being damaged. The fat performed a visual inspection of part number 0154-01-0001 doppler serial number (B)(6) and found that the case was damaged at the bottom of the unit. The fat performed a visual inspection of part number 0380-00-0198 rear panel serial number n/a and found that the lower left hand panel was damaged. The fat verified the failure of the damaged parts. Retaining the parts in the fat per procedure.

Event description:
It was reported that during the initial inspection of the rental system 98xt intra-aortic balloon pump (iabp), it was noted that it needed a rear panel repair. Rear panel was damaged. There was no patient involvement.